Manufacturer narrative:
Correction: a4

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support to report the liberty select cycler alarmed with m31 air detected in cassette warnings during drain 0 of 9 of treatment. The patient was connected during the incident. Fluid was discovered during step 9 of treatment when the patient was no longer connected. It was not specified when the fluid leak was observed. Fluid was discovered in the pump module area and on the external of the cassette. Fluid was reported to have leaked from an unknown hole in the cassette and leaked out of the cassette in the cassette door area. The cause and source of the leak are unknown. The patient was advised to re-setup with new supplies and to use a new box of cassettes the following treatment. Contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. Upon follow-up on 12/05/2022, the patient's peritoneal dialysis registered nurse (pdrn) stated they had not been made aware of the reported event by the patient. The pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support to report the liberty select cycler alarmed with m31 air detected in cassette warnings during drain 0 of 9 of treatment. The patient was connected during the incident. Fluid was discovered during step 9 of treatment when the patient was no longer connected. It was not specified when the fluid leak was observed. Fluid was discovered in the pump module area and on the external of the cassette. Fluid was reported to have leaked from an unknown hole in the cassette and leaked out of the cassette in the cassette door area. The cause and source of the leak are unknown. The patient was advised to re-setup with new supplies and to use a new box of cassettes the following treatment. Contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. Upon follow-up on (B)(6) 2022, the patient's peritoneal dialysis registered nurse (pdrn) stated they had not been made aware of the reported event by the patient. The pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support to report the liberty select cycler alarmed with m31 air detected in cassette warnings during drain 0 of 9 of treatment. The patient was connected during the incident. Fluid was discovered during step 9 of treatment when the patient was no longer connected. It was not specified when the fluid leak was observed. Fluid was discovered in the pump module area and on the external of the cassette. Fluid was reported to have leaked from an unknown hole in the cassette and leaked out of the cassette in the cassette door area. The cause and source of the leak are unknown. The patient was advised to re-setup with new supplies and to use a new box of cassettes the following treatment. Contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. Upon follow-up on 12/05/2022, the patient's peritoneal dialysis registered nurse (pdrn) stated they had not been made aware of the reported event by the patient. The pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested but was not received to date.